Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6), was returned for product analysis. Analysis found that there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Recharger antenna frayed wherein insulation is pulled too far out of recharger (rtm) donut. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported issues charging their implanted neurostimulator over the last month (confirmed november). Patient stated the recharger paddle is getting really hot while attempting to charge the implant and they have had to reset the controller. Patient stated it has been hit and miss, but it is getting to the point where the recharger does not want to work. The issue was not resolved. An email was sent to the repair department to replace the recharger.